Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during an arrest the defibrillator was taken to be used, when turned on, the defibrillator went into service mode and asked for a password, the user swapped out the defibrillator. There was no report of adverse patient impact.